Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of home patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp inadvertently left the clamp closed on the pt line of the homechoice set during the prime cycle this caused the pt line of the homechoice set and the 2 pt line extensions not to prime. Tsc assisted hp's spouse in ending therapy early and advised spouse setup with new supplies to complete hp's therapy. Per rn, no pt injury or medical intervention was associated with this incident.